Event description:
Nsk america received a report of a patient thermal burn injury to the inside of their cheek from a nsk model z95l handpiece. The doctor did not observe any injury to the patient's inner cheek at the time of their treatment. The injury was reported by the patient to the doctor via phone call. The patient described having a round dime shaped lesion that was white in color on the inside of their cheek where the dental procedure was performed. From the patient's description the doctor believes the burn was caused by the handpiece push button back cap overheating during the procedure due to the shape and size of the burn description. The doctor did have a follow-up visit with the patient on (B)(6) 2026 and found that the reported injury had fully healed without need for further medical treatment. The doctor declined to provide patient information.